Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the operating room for device change out due to normal eri and a lead revision. Rv lead had oversensing noise. It was present on paced and sensed atrial events and when tested though the pacing system analyzer (psa). Real-time measurements were stable and in-range. The lead was capped and replaced on (B)(6) 2016. The patient is in stable condition.